Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 1000 mg/dl. The customer stated that she did not want to go through the details of the event at the time of the call. She stated that she was a little confused and requested assistance with delivering a bolus. She noted that she did not have her reservoir in the insulin pump and was assisted with the prime rewind and fill cannula steps. She was able to successfully prime, rewind and fill the cannula, and a 5.5 unit bolus was delivered. She advised that she would call back another time when she got out of the hospital to provide further details regarding the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.